Event description:
A customer reported erroneous patient's first name on the printout. A customer indicated that patient name was (B)(6) and printout showed j***** s****. There was no report of injury due to this event.

Manufacturer narrative:
The customer verified that patient's all other data including account# and the demographic data were correct on the printout. The customer also verified patient's first and last name in the data management system(rapidcomm) and it appeared correct. This event is in the process of being evaluated. The cause for the why incorrect first names printed is unknown. Device not returned to manufacturer.

Manufacturer narrative:
The initial MDR 1217157-2014-00040 was filed with FDA on march 21, 2014. Additional information: based on the review of log files provided, they do not contain patient demographic information, and therefore investigation is not possible. Customer confirmed that they have not experienced any further issues with the instrument.